Event description:
A customer reported that during an examination before an endobronchial ultrasound, the punctures were unsuccessful in obtaining enough sample for the lymph node biopsy. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the handle was in good condition, without any visible damage. The handle lock was present and was able to move freely and lock into place. When in the fully advanced position, the needle protruded in the acceptable range. The needle was in good condition, sharp and without any physical damage. The initial complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, the reported failure is a known phenomenon likely resulting from having the distal needle extending suddenly having a lack of tissue or sample from being extracted. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿confirm that the needle slider is pulled proximally until it clicks and is locked into position by the needle adjuster before inserting the instrument into the endoscope. Otherwise, the needle¿s distal end may pierce the endoscope¿s instrument channel or the needle¿s distal end may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as infections, perforation, bleeding, or mucous membrane damage. It may also damage the endoscope or instrument.¿ olympus will continue to monitor the field performance of this device.